Event description:
Multiple recorded artifact events on atrial lead. The pacemaker sees this as atrial fibrillation and it causes inappropriate mode switching to occur. Hundreds of recorded events as far back as (B)(6) 2013 and possibly earlier. Patient was given the option to have the atrial lead replaced and declined.